Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was unable to be interrogated. The patient had been lost to follow up. The device was not pacing and the patient had a rate of 25 beats per minute. The patient was seen for a device change out procedure where the device was explanted and replaced. There were no adverse patient effects reported. The device was returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device did not have telemetry and a memory download could not be performed. External visualization found no irregularities. The device case was removed. The battery voltage prior to battery removal was 1.259 volts. Firmware was then loaded into the device without issue. The device was interrogated with a programmer. Pacing, current and charge times were all normal. It was concluded that the clinical observation was likely related to the patient being lost to follow up which depleted the battery below the normal ability to maintain telemetry functions.